Event description:
Additional information received clarified that the pipeline didn't fail to open, but the way of opening was different than previous times considering that the proximal part of the stent was loose. The device appeared damaged so therefore it didn't appear normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that appeared loose and abnormal during deployment. The patient was undergoing a procedure to treat a right periophthalmic ruptured saccular aneurysm. The aneurysm max diameter was 4.5mm and the neck diameter was 3mm. Dual antiplatelet treatment (dapt) was administered. It was noted patient's vessel tortuosity was severe. It was reported that the devices were prepared per the instructions for use (IFU). The pipeline was delivered through the phenom27 microcatheter without issue; delivery was smooth. During deployment, the pipeline did not open normally and the mesh appeared "loose". Despite tortuous patient anatomy, the physician did not experience any difficulty with delivery or push-pull maneuvers. The pipeline was removed and replaced with another manufacturer's device to complete the procedure. The physician confirmed there was no issue with the microcatheter. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex w/ shield device was returned for analysis within a shipping box, within a sealed tyvek biohazard pouch and within a phenom-27 catheter. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip or marker bands. The pipeline flex w/ shield was found within the phenom-27 catheter with the distal braid and distal delivery wire already deployed out the distal end. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found damaged. Liquide and dried blood was found within the phenom-27 micro catheter and on the pipeline braid and pusher. Once the blood was dissolved, the distal braid end was found fully opened, damaged and frayed. The proximal braid end was found fully opened and undamaged. Testing/analysis: the phenom-27 micro catheter total length was measured to be 159.0 and the usable length was measured to be 151.8cm. As the model and lot numbers of the phenom-27 was not reported, conformation to specification could not be determined. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿, ¿frayed edges¿, and ¿pipeline damaged during delivery/retrieval¿ were confirmed. In addition, the tip coil was found damaged. Potential causes for these damages include, but not limited to, resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the distal braid/distal delivery wire were returned already partially deployed out of the phenom-27. Customer reported all devices were prepared per IFU, pipeline was delivered through the phenom micro catheter without issues or friction and patient vessel tortuosity as severe. It is possible the reported severe patient tortuosity contributed towards the failure. There were no damages or irregularities found with the phenom-27 that would contribute towards the incomplete open. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.